Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an alert was generated for left ventricular automatic threshold (lvat) detected as greater than programmed amplitude or suspended. The lvat test was unable to be completed due to intrinsic beats and the last successful lvat showed a threshold of 5v. Review of the presenting electrogram showed probable loss of left ventricular capture. Lead assessment with a programmer was recommended. The lead remains in service and no adverse patient effects were reported.